Event description:
Device malfunction: premature/partially deployed stent, difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: intervention to remove stent delivery system. It was reported that during a stenting procedure in the right iliac artery, using the left common femoral artery approach, the absolute pro stent delivery system (sds) would not cross the lesion. During sds removal, due to the extreme angle of the iliac bifurcation, the sds became stuck and the stent prematurely, partially deployed. Using right common femoral arterial access, the partially deployed catheter/stent was snared. The sds was pulled back through the right femoral artery until the tip of the catheter was outside of the anatomy. The tip which contained the partially deployed stent, was intentionally cut off with scissors. The remaining part of the sds was removed through the left common femoral access site. The sds and stent were completely removed from the anatomy. There was no adverse pt sequela. Though requested, there was no additional info provided.

Manufacturer narrative:
The device has been received. Investigation has not been completed.